Event description:
Healthcare professional reported a left side "rupture." Device remains implanted. The following events are not device related, "simple cysts and solid nodules", "moderately atrophic thyroid", "moderate hepatomegaly and hepatic steatosis".

Manufacturer narrative:
Initial reporter phone number and email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture." The following events are not device related, "simple cysts and solid nodules." Also reported "moderately atrophic thyroid", "moderate hepatomegaly and hepatic steatosis". Device explanted and replaced with non-allergan devices.

Event description:
Physician reported via diagnostic results left side "extracapsular rupture", "scattered simple cysts", "solid nodules", "moderately atrophic thyroid", "moderate hepatomegaly and hepatic steatosis". The "cysts", "nodules", "moderately atrophic thyroid", "moderate hepatomegaly and hepatic steatosis" are not device related. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b5 g1.